Manufacturer narrative:
The sample probe assembly was not adjustable which caused insufficient pipetting. The field service engineer replaced the defective sample probe assembly. The investigation determined that the root cause was due to aging (a component issue). The service actions (replacing the defective sample probe assembly and the pinch valve) resolved the issue. No further issues were reported after the service visits.

Manufacturer narrative:
The probnp reagent lot number and expiration date were not provided. The customer mentioned that there was an abnormal sample probe movement. The field service engineer (fse) visited the customer's site on (B)(6) 2024 and found that the abnormal sample probe movement was due to loose grub screws. He tightened the screws and performed adjustments. The customer performed qc and it was successful. Samples were run and they were initially acceptable but then the customer started questioning the results and, therefore, performed qc again. The qc results were not acceptable. The fse visited the customer for a 2nd time on (B)(6) 2024 and replaced the sample arm as a precaution. He also found a faulty pinch valve that requires replacement. An assay performance check and qc for channel 2 were performed and they were acceptable. The fse visited the customer for a 3rd time on (B)(6) 2024, replaced the valve, and performed liquid flow clean. An assay performance check channel 1 was performed. The customer then performed calibrations and qc and they were acceptable. The instrument was working back in order. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for several patients' samples tested with elecsys probnp assay on a cobas 6000 e601 module when compared to a different analyzer in another laboratory. Below are discrepant results for 4 patients' samples as examples. Sample 1 (patient 1): initial result: 119.2 pg/ml. Repeat result: 886.0 pg/ml. Sample 2 (patient 2): initial result: 36.53 pg/ml. Repeat result: 368 pg/ml. Sample 3 (patient 3): initial result: 241.5 pg/ml. Repeat result: 1869 pg/ml. Sample 4 (patient 4): initial result: 240.5 pg/ml. Repeat result: 1369 pg/ml. The customer questioned the initial results and sent out the samples to a different laboratory to be repeated. The repeat results were deemed to be correct.